Event description:
It was reported that the patient's log files were sent to technical services to be reviewed for concerns of elevated ldh levels. A transthoracic echocardiogram (tte) was performed and came back (B)(6). The patient was monitored in the intensive care unit (ICU). On (B)(6)2022 the patient passed away due to septic shock, cardiogenic shock, fungemia, presence of left ventricular assist device (lvad), and non-ischemic cardiomyopathy.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were sent to technical services to be reviewed for concerns of elevated ldh levels. A transthoracic echocardiogram (tte) was performed and came back (B)(6). The patient was monitored in the intensive care unit (ICU). On (B)(6) 2022 the patient passed away due to septic shock, cardiogenic shock, fungemia, presence of left ventricular assist device (lvad), and non-ischemic cardiomyopathy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the device could not be conclusively established through this evaluation. The submitted log files captured no notable events. The device appeared to have operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists all adverse events that may be associated with the use of heartmate 3 lvas, including hemolysis, sepsis, infection, and death. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas patient handbook, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.